Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the electrostatic sensor overreacted when adjusting the drive current of the front arm. The fse replaced the tube cover of the frontal arm and made some adjustments. After replacement of the tube cover of the frontal arm, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd20 system required a frontal control unit replacement. No harm has been reported. Philips has started an investigation of the complaint.